Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited episodes of inappropriate shocks due to supraventricular tachycardia (svt). No other information was provided. This device was explanted nine years after implant. No further adverse patient effects were reported.